Event description:
It was reported that the pump's display was grey and dark, making it impossible to read. There was no adverse impact to customer¿s blood glucose level. Tandem technical support arranged to send a replacement pump, and the customer will use multiple daily injections (mdi) as a backup therapy. The customer was instructed on how to put the malfunctioning pump into storage mode and return it using the provided box and pre-paid label.